Event description:
Patient went from mol2 to eos after receiving 60 shocks over the course of an hour. Went through an eos reset and managed to bring the device back to eri. Follow up tests were normal. The 60 shocks were appropriate according to the clinician. Device remains implanted.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eos. The amount of charge taken from the battery was verified and found to be normal and as expected. The data showed that the device was reset on the (B)(6) 2016, as mentioned in the complaint description. As a result, the information previous to the reset was not available and therefore the 60 appropriate shocks mentioned in the complaint description were not documented in the device memory. The available data documented a normal device behavior. In a next step the eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device detected the fibrillation signal as specified and started the charging of a defibrillation shock, however the charging was aborted, indicating a depleted battery. In conclusion, there was no indication of an ICD malfunction. The battery status eos was anticipated. Biotronik monitors the post-market performance of its products sensitively in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.